Event description:
Today we had a major malfunction with the dv5- the ergonomic control on the surgeon console threw an error, making the console "stuck" in one position. The provider was seated at the machine, and the machine would not go to her pre-set preferences, with the screen stating that an arm was higher than allowed, locking the provider out of the machine. A patient was on the operating table at this time, and the provider had to convert to a different approach for a time.